Event description:
It was reported that intermittently, the pump reset unexpectedly. Customer's blood glucose level was in the 400s mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.